Manufacturer narrative:
The reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for implant. Device was connected to a new lead when crosstalk was observed on the device. The device was explanted and replaced but crosstalk was still observed. It was noted that the crosstalk began to subside shortly after implant. No further information.